Manufacturer narrative:
(B)(4). Device has not been returned to manufacture.

Event description:
It was reported that the unknown biomet screw fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The still implanted biomet 4 x 8.5mm implant was not identified, but is indicated to contain a fractured portion of the screw. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. A complaint history review could not be performed without relevant item and lot information. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18 information identified: torque matrix - internal connection. Complainant reported fracture screw. The reported complaint could not be verified with the information provided and without the return of the product. A definitive root cause for this complaint could not be determined. Due to the product not available for evaluation, the investigation was completed based on the information provided. Therefore, if any further information is found which would change or alter any conclusions or information, a supplemental report. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative.